Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that during a coil embolization procedure, as the coil (subject device) was being deployed into the aneurysm, the coil moved through the aneurysm wall. The aneurysm ruptured which resulted in a significant bleed into the patient's brain. Heparin administration was reversed and the physician detached the first coil and a second coil was deployed into the aneurysm to restrict blood flow. The patient was moved to the intensive treatment unit and placed on ventilation. The patient's overall survival prognosis was reported to be poor. An unspecified time later, the patient experienced a stroke and died approximately 48 hours after the stroke. The physician reported that the event was probably due to procedure related factors. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, aneurysm burst, death and stroke are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that during a coil embolization procedure, as the coil (subject device) was being deployed into the aneurysm, the coil moved through the aneurysm wall. The aneurysm ruptured which resulted in a significant bleed into the patient's brain. Heparin administration was reversed and the physician detached the first coil and a second coil was deployed into the aneurysm to restrict blood flow. The patient was moved to the intensive treatment unit and placed on ventilation. The patient's overall survival prognosis was reported to be poor. An unspecified time later, the patient experienced a stroke and died approximately 48 hours after the stroke. The physician reported that the event was probably due to procedure related factors. No further information is available.